Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device revealed wear consistent with the loading of the humeral head during the reported irreparable rotor cuff. Review of the device history records did not reveal any related manufacturing deviations or anomalies. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon indicated that the patient had a irreparable rotator cuff and that the humeral component seemed to be loose. The primary components were removed and the surgeon replaced them with a delta reverse shoulder prosthesis.